Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic gastric bypass, on gastric pouch, the anastomoses failed. The patient was returned to the theatre with bleeding in the gastro intestinal tract (vomited blood) and peritoneal space which was confirmed by CT scan. Patient had a blood loss of 2- 3 liters. The patient was given a transfusion to resolve the issue. Endoscopy completed and then converted to laparoscopy and under run the whole staple line to control the bleeding. The patient hospitalization was extended to two additional weeks due to the incident.